Event description:
Patient reported their periodontist gave a plan that included no further orthodontics. They have a couple of teeth that require a scope and removal of plaque/calcifications. They have a tooth in the lower front that appears to have trauma to the root and therefore is sitting higher than it should. They think this may be causing the sharpness and small chips on the top teeth. A larger problem is that my bite is off. The molars on the right do not meet correctly. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.